Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -2.50 diopter, into the patient's right eye (od) on (B)(6) 2018. The surgeon notes refractive surprise. To date, the lens remains implanted.